Manufacturer narrative:
The unit passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement test. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Event description:
The customer called in to report high blood glucose levels and no delivery alarms. The customer changed out her set. The customer's blood glucose level ranged from 255 to 330 mg/dl. The customer reported dry mouth as a symptom. The customer treated with a manual injection. The customer also reported that during the night she had a low blood glucose level of 35 mg/dl and treated with a tablet and food. The customer was able to raise her reading to 133 mg/dl. The customer reported a missing dome label. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.